Manufacturer narrative:
(B)(4). Eval results - stent graft kinking. Result/conclusion - glove caught in delivery system handle. Eval summary: the slider was retracted 10mm. The tip was extending out of the graft cover by 10mm. The backend wheel was 3mm forward. There was a kink on the sheath at 20mm from the edge of the graft cover. The crease on the sheath that was seen on the photos sent from the field was not observed on the returned device. The sheath might have been manipulated by the user before it was returned to medtronic. During eval, the slider and wheel were returned to the home position. The taper tip and spindle recaptured fine. The deployment and recapture mechanisms demonstrated to work as expected without any issues. There were no mfg or performance issues that could have contributed to this complaint. Pt anatomy or user technique is a likely factor.

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as moderate tortuosity and no calcification; a 60mm aneurysm diameter; a 35 degree aortic neck angle; a 23mm aortic neck diameter. It was reported that after the device (main body) was fully deployed, the physician recaptured the tip into the sheath and his glove got caught between the two parts of the grey and the blue handle. The physician removed his glove from the handle without using force or breaking it on the handle during the closure (junction between the two handles), and finished the tip recapture. The two parts of the handle were very close to each other; however not totally connected. When the deployment system was fully removed from the pt, it was observed that the sheath was twisted and crushed and was not properly closed. No clinical sequelae were reported, and the pt is fine.